Event description:
The reporter stated that the surgeon attempted to insert a cc4204bf plate collamer lens. The surgeon changed his mind as he felt that the lens would not fit the pt's eye. The cartridge had pt contact. The pt injury. Surgery was completed using another lens.